Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she is not getting any insulin and she experienced hyperglycemia due to under delivery of insulin and hypoglycemia. The customer reported that her blood glucose dropped quickly and stated that she had a low blood glucose levels of 1.6 mmol/l. The customer reported that it happened in the plane and her body went in to trauma and the customer had to be taken out of the plane. The customer reported that she felt that her insulin pump was not working whole morning and did not alarm anything. The customer reported high blood glucose levels of 24 mmol/l. The customer reported that her doctor reviewed the insulin pump history and noticed several no delivery alarms and low battery alarms. The customer reported that the current blood glucose level was 11.1 mmol/l. The customer alleged that the insulin pump under delivered insulin. The customer reported that the drive support cap was normal. The customer confirmed that there were no leaks, bent cannulas and air bubbles inside the infusion set and reservoir. The customer reported that on (B)(6) 2018, she had 23.47 units and believed that usual amount of units. It was reported that the customer was between 22 to 25 units to day. The customer was advised to return the insulin pump. Product is not expected to return. Additional device related incidents: reservoir ((B)(4)); infusion set ((B)(4)).

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to blank display.